Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 359 mg/dl. The customer delivered a correction bolus to address the bg level. Reportedly, the customer stated that the suspected cause of the bg level was that the customer may have forgotten to administer a bolus for lunch. Reportedly, the customer's date on the pump was set incorrectly. Tandem technical support assisted the customer on successfully adjusting the pump time. The customer declined to perform troubleshooting with tandem technical support and confirmed health care provider would be consulted for diabetes management.